Event description:
The report stated that "inaccurate blood temperature readings were observed during use. The readings were probably inaccurate from the beginning. It is unknown what values were shown, but the customer reported that it was around 5 degrees lower compared to the actual body temperature. It is also unknown if there were any error messages observed. Another catheter was used and the problem was solved." Event date is unknown. Device will not be returned due to infection ((B)(6)). No patient injury was reported.

Manufacturer narrative:
The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. A device history record review was completed and documented that the device met all specifications upon distribution. No actions will be taken at this time.